Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving morphine sulfate 25mg/ml for a total dose of 12.007mg/day via an implantable pump for spinal pain. It was reported a motor stall occurred. It was noted that the patient reported not feeling well for a while. The expected reservoir volume was 5.2ml and the actual reservoir volume was 18ml. It was noted there were no environmental/external factors that may have caused, contributed, or led to the event. The patient's pump was interrogated to obtain settings for replacement for elective replacement indicator (eri). Upon interrogation, the report showed that the motor had been stalled for 616 hours and 48 minutes. The logs showed a pump motor stall occurred on (B)(6) 2018 at 4:35pm and a stopped pump period may exceed tube set on (B)(6) 2018 at 4:35pm. Another motor stall occurred on (B)(6) 2018 at 6:24am and a stopped pump period may exceed tube set was noted on (B)(6) 2018 at 6:24am. A motor stall recovery was noted on (B)(6) 2018 at 10:25am. Another motor stall occurred on (B)(6) 2018 at 8:49pm and a stopped pump may exceed tube set occurred on (B)(6) 2018 at 8:49pm. The logs showed the pump reached eri on (B)(6) 2018 at 6:14. Actions/interventions included surgical intervention on (B)(6) 2018 where the pump was explanted and replaced for eri. The device was returned to manufacturer. It was noted that the issue was resolved at time of event and the patient's status at time of event was alive-no injury. The patient's weight was unknown. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and corrosion and-or wear and-or lubrication. If information is provided in the future, a supplemental report will be issued.